Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso, cystoscopy, enterocele and rectocele repair. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia and vaginal scarring. On (B)(6) 2003 patient underwent sling release and removal of granulation tissue due to urinary retention, granulation tissue and pain. On (B)(6) 2003 patient underwent granulation tissue removal from apex due to granulation tissue and pain. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to pop and sui. No additional information was provided.